Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported cassette not attached complaint. Contamination under the downstream occlusion (dso) seal and in the dso sensor were found to be the cause of the issue. The dso seal, cam sensor and dso sensor were replaced to fix the issue.

Event description:
The device was returned because the pump was giving cassette not properly attached error. The results of the investigation confirmed the reported error. There was no patient involvement.